Event description:
Customer's mother (customer is a male child) reported they were unable to test using his adc blood glucose meter because it kept displaying an ER-3 message, rather than a test result. Caller further reported the child was transported to a local healthcare facility where he was treated with an unspecified amount of novolog insulin. No further information was provided as the caller could not continue to troubleshoot. Multiple, unsuccessful, attempts to contact this customer have been made. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1274918) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The actual date when the medical event occurred is unknown. The date listed, is the date when abbott diabetes care became aware of the event. The serial number of the meter in use at the time of the medical event is unknown. The date listed, is the date when abbott diabetes care became aware of the event.